Event description:
Pt admitted to hospital for removal of ruptured bilateral silicone gel breast implants that were placed in 1981 at a hospital in another state. Pathology report notes right breast implant grossly ruptured and left breast implant contained sticky gelatinous material which extruded from a few defects. Implants were not replaced.